Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 420 mg/dl at the time of incident and current blood glucose level. Customer treated with bolus and insulin drip. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose level. The insulin pump will be returned for analysis.